Event description:
The customer reported that during a case the surgeon was performing phaco when a piece of metal was noticed in the eye. The customer stated they were not sure if the metal particle was from the phaco handpiece or the tip. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The customer returned the phaco handpiece and tip for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.